Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and other manufacturer's right ventricular (rv) lead recorded a lead safety switch (lss) due to a high, out of range pacing impedance measurement. The system was programmed back to bipolar. Upon further review, noisy signals had been recorded during the time the system was in unipolar. The noisy signals could not be reproduced. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Additional information received indicates that a second lead safety switch (lss) occurred. The clinic plans to visualize the lead with a chest x-ray in the next month or two. Until the x-ray is done, the device will be programmed to bipolar pacing and unipolar sensing due to noisy signals with unipolar sensing. This product remains in service. No adverse patient effects were reported.